Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The data logs show continuous suction alarms occurred during the time period when volume was being pulled continuous venovenous hemo dialysis (cvvhd). The data logs do not show any motor current spikes. This procedure likely caused the placement signal issues and suction alarms. The issue resolves during the case as volume is no longer pulled. The root cause of the low pump flow was most likely patient condition relayed as evidenced by the issue occurrence during the clinical procedure of volume being pulled cvvhd. The data logs match with the clinical timeline as supporting evidence. E2 was erroneously selected on the initial manufacturer device report number 1220648-2025-27507. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27507 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The data logs confirm alarm #1053 placement signal out of range and alarm #1055 opm invalid bench service. There were continuous suction alarms during which the signal-to-noise ratio (snr) and contrast decreased slightly but were within normal range. Lamp dropped abruptly and gain increased abruptly but were also within acceptable range. During this time the placement signal and motor current were noisy. There were no motor current spikes or ingestion patterns. This occurred for about an hour after which lamp increased abruptly, and gain decreased. The clinical information provided mentions that volume was being pulled continuous veno-venous hemodialysis (cvvhd). This procedure likely caused the placement signal issues and suction alarms. The issue resolves during the case as volume is no longer pulled. The root cause of the optical signal issue was most likely patient condition related as evidenced by the issue occurrence during the clinical procedure of volume being pulled cvvhd. The data logs match with the clinical timeline as supporting evidence. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Updated h6 to contain optical signal coding. D10 therapy dates.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella rp had intermittent placement signal unreliable alarms on a 61 yea rold female patient. Placement signal appeared normal for several seconds and then disappeared for several seconds. Motor current remained consistent/stable. Additionally, the rp encountered some intermittent suction alarms. The patient was eventually successfully weaned and explanted.